Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported device powers off on its own, which was not reproduced. The messages were found to be caused by back flex chaffing at traces #29 and #30 where they came in contact to the right screw of the scanner bracket. A short between both traces occurs when simultaneously contacting the screw. The back flex was replaced.

Event description:
It was reported that a spectrum pump powers off on its own during setup in the chemotherapy center. It was also reported there was no patient injury.